Event description:
The vad coordinator reported none of the ac adapters would connect properly to side 2 of the controller. The controller was exchanged. There was no effect to the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's ac adapters would not connect properly to port two (2).the site performed a controller exchange and provided the patient with a replacement device. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device passed visual but failed functional testing. The controller failed functional inspection as a result of power source connectors occasionally clicking when connecting to the battery or ac adapter. The root cause for the 'poor mechanical connection' event was found to be assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. Z-1698-2015: a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller ((B)(4) /1403us - expiration date: 2/28/2015) received 12/03/2014. (B)(4).

Manufacturer narrative:
The lvad pump, which is used for treatment, remains implanted. The controller has not been received for analysis.